Event description:
It was reported by service report that the right side of the bed brakes were stuck engaged. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: securement bolt on brake rod.